Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l tkr on (B)(6) 2018. Revised on (B)(6) 2023 due to anterior knee pain. Surgeon added patella and decided to change the insert. Australia-c1365.